Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 10-may-2024, it was reported by the patient that infusion set coming loose before three days of use. No further information was available.